Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) intermittent therapy after a fall. About four weeks ago the patient fell down, and later the implantable neurostimulator (ins) didn¿t run well. All impedances were okay. In the screen ¿device usage¿ doesn¿t appear any day with stimulation or on-therapy. This value (therapy on) showed 0% but the ins was charged 75% and switched on. The patient has always recharged the device. These last days the ins doesn¿t work properly because the patient has many symptoms. The ins wasn¿t stimulating little by little. The hcp was going to reset the ins to initial settings and will change parameters. The rep reported the next day that after set ¿initial settings,¿ the ins has stimulated properly. In device usage appeared therapy on today and yesterday. It was thought this was solved, but the clinician checked one more time to ensure, and patient was better than yesterday. The clinician ensured the rep that the device was turned on, and any power on reset (por) on the patient programmer or clinician programmer did not appear. Three weeks later the rep reported that the problem was solved. The patient was okay and the device was working properly. A short circuit in the therapy impedance existed, but the hcp performed other configuration in adjacent electrode. The indication for use included dystonia.